Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed red particulate matter on the barrel of the needle syringe. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was red particulate matter in the syringe of a floseal device. There was no patient involvement. No additional information is available.